Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated that the insulin pump had a motor error alarm after possible exposure to xray. The caller stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that he woke up with a high blood glucose of 566 mg/dl and treated with insulin pump. A few months ago, customer's blood glucose reading was in the 500 g/dl and his meter would sometimes read high. Customer declined high blood glucose troubleshooting. The caller was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.